Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last basal delivery and the last bolus were recorded on (B)(6) 2014. The suspend history shows the pump was manually suspended on (B)(6) 2014 17:41 and manually resumed at 17:58. Then manually suspended at 17:58 and manually resumed at 18:24. (43mins suspended). An unexplained ¿loss of prime¿ event was observed in the black box on (B)(6) 2014 at 12:58. The warning was confirmed 12 times. Deliveries resumed when the pump was primed at 16:05. The total daily dose (tdd) adds up correctly. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper grip. Returned cap used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. The patient reported that they had a blood glucose (bg) of 30mmol/l with moderate ketones, symptoms of dehydration (dizzy, lightheaded), nausea and vomiting. The patient stated that they were taken to the hospital and treated with insulin and IV fluids. Customer support (cs) reviewed the pump with the patient and the basal delivery totals in the total daily dose match active basal program total and the basal history matches the active basal program settings. The patient confirmed that time and date are accurately set. The patient discontinued pump therapy and is receiving a replacement pump. This report is being made because the pump cannot be ruled out as contributing factor to the bg excursion the patient experienced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.